Event description:
Patient's mother advised the insight pump is not delivering insulin properly. Mother stated patient's blood sugar levels have been 80% above target since he has been on the pump. Mother reported patient's handset was replaced and while waiting for the replacement patient was put back on his spirit combo pump; readings were back to his normal range. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.